Manufacturer narrative:
(B)(6). The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. It was reported that, the line was primed this morning with saline and there is saline leaking spurting out of the b line connector on the cassette. To confirm, there was saline oozing from the clave secondary port on the cassette. When the saline was held higher the leaking became more obvious. It was also leaking when attached to the pump during back prime.